Event description:
It was reported that during a da vinci-assisted general surgical procedure, customer reported the harmonic ace instrument was not operating. Customer rebooted several times, but it didn't work, and the tip part was also damaged during the cleaning process, so the surgery was completed after replacing the new product. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in the middle of the procedure, the harmonic ace didn't work then all of the sudden and the tip detached during the cleaning. Instrument was inspected prior to use with nothing noted out of the ordinary. A robotic thyroid procedure was being performed when the issue occurred. No collision with any other instrument or tool during procedure. No fragments fell inside the patient. The tip detached from the device during the cleaning process. The device and fragment were retrieved. No photos or videos are available for review. No pieces of the instrument were missing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed and found the primary failure of broken curved blade to be related to the customer reported complaint. The instrument was found with a broken curved blade tip, with a piece approximately 0.372" x 0.084" missing and not returned. No damage was observed on adjacent components. The complaint was confirmed by failure analysis. The probable root cause of the broken curved blade and broken curved blade tip is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.